Event description:
The customer reported a motor error alarm during the rewind process. The insulin pump was also exposed to high magnetic fields as the customer works with MRI equipment. The insulin pump was unable to rewind due to the motor error alarms. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.